Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the mega suturecut needle driver were very stiff and resistant to handling. A screw was loosening. The instrument had 13 lives. The mega suturecut needle driver had been sent to the surgical center, hand delivered to a surgical nurse. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product since no loosening screw was observed. Additionally, the instrument was found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no loose screws. The instrument was visually inspected and evaluated for its mechanical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of the loose pitch cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure.